Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had turned the pump off for three weeks. When customer attempted to turn back on, a malfunction alarm occurred. There was no impact to the customer's blood glucose level. Customer stated that lantus would be used for diabetes management.